Event description:
A malfunction on the pump was reported by a caller. There was no adverse impact to the customer's blood glucose level. The caller had not previously reported or reset the pump for this malfunction, so technical support provided guidance on how to reset the pump, and the issue did not recur. The customer was advised that they could continue to use the pump and to contact support again if the malfunction code appeared again.